Event description:
The unit sparked at the tail end of the cord when an attempt was made to power it on. The unit would not turn on. All cords were confirmed to be snug and straight with no observable fraying.

Manufacturer narrative:
One i3 unit sn (B)(6) was received. Visual inspection of unit revealed considerable damage to power supply cable, with exposed and cut wires. In addition to the visible damage, to the pcb power connector was noticed. No incident of unit sparking was observed during analysis. The cause of the sparking was attributed to the damaged power supply. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.